Event description:
In critical care unit IV pump (channel b) programmed to infuse lidocaine at 30cc per hr. Rate checked every 1-1 1/2 hrs thereafter. After care given to pt and order changed to 40cc per hr pump was noted to be at 400cc. Pt received too much lidocaine. Lidocaine was discontinued. Pump checked by biomed department assessed to be functioning properly- apparent user error. Unable to determine if add'l lidocaine contributed to pt's demise. Documented cause of death was cardiopulmonary failure, cardiac arrhythmia, probable lymphoma.